Event description:
The plaintiff's attorney alleged that the pt experienced sudden non-fatal cardiac events, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products, associated with two reportable events. Additional information has been requested and will be submitted upon receipt accordingly. (B)(4).